Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash with blisters underneath the lifevest ECG electrodes. The patient's physician advised the patient to remove the lifevest to allow the irritation to heal. During a follow-up it was reported that the blisters were healing.